Event description:
It was reported that the rotatable collar of the filter was found detached during use on a patient. Therefore, the catheter was removed and replaced with a new kit.

Manufacturer narrative:
Qn#: (B)(4). A device history record review was performed with a potentially relevant finding. For material # s-02200-003n (flat filter), lot # 23p17e0431, according to incoming inspection records, the rotating collar popped off 3 of 315 units in a batch of 15,000. This is outside of the parameter for this defect. No relevant findings were found for the nrfit snaplock assembly or the epidural kit. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the rotatable collar of the filter was found detached during use on a patient. Therefore, the catheter was removed and replaced with a new kit.